Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen 500mcg/ml; 150mcg/day in an implantable pump for intractable spasticity and cerebral palsy. The manufacturer representative was contacted by the hcp and did not have patient information. The pump went empty approximately 2.5 - 3 days ago. Interrogation of the pump confirmed the empty pump and stopped pump may exceed tube set message. Review of the logs indicated the low reservoir alarm occurred on (B)(6) 2018 at 17:44, followed by the empty pump reservoir alarm on (B)(6) 2018 at 04:19. The patient did not experience any symptoms. During refill on (B)(6) 2018 the pump was aspirated and approximately 3ml of fluid was removed. No further actions were required. The pump remained implanted - in service with no additional issues.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the patient missed the refill appointment due to transportation issues. The date and cause of the stopped pump may exceed tube set message was asked, but unknown. The cause of the volume discrepancy was not determined.